Event description:
The customer reported the fault: ¿error not ready for use" with their device. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).